Event description:
It was reported that during a lap chole procedure, the device was being pre-loaded and it would not load properly. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged jaws. Eval summary: the analysis results of the er420 found that it was returned with one of the jaws leg bent; therefore, the clips could not be properly loaded. It could not be determined what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.